Event description:
During the atrial fibrillation procedure, there was an hour delay due to a communication issue with the tactisys quartz. Transseptal puncture was performed and when attempting to ablate, the tactisys quartz lost communication. The status light at the bottom right of the ensite screen was green, but the communication was interrupted and the status light changed from green to orange. The tactisys quartz was restarted and communication would be reestablished briefly. The lan cable was exchanged, but the issue did not resolve. The media converter was lit in green. The tactisys was rebooted again, it made a slightly long sound for a while, but then it turned green, and then orange. The issue reoccurred a couple of times, and then the light became red. A replacement tactisys quartz was prepared over the course of 30-40 minutes, however it was not used. The tactisys quartz was then replaced with a non-abbott system and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One tactisys quartz sn (B)(6) was received for evaluation at the tech center. The quartz lost communication during evaluation which duplicated the reported event. Based on the information and investigation provided to abbott the reported event was confirmed, and the root cause was isolated to the sbc (single board computer). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.